Manufacturer narrative:
Initial reporter name and address:: reporting address state: (B)(6). Reporting institution phone #(B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that the device alarmed "check ventilation: faulty battery"; the battery does not present any residual charge and it is not able to recharge it through connection to the wall plug. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse ordered a replacement battery for the repair.

Manufacturer narrative:
H10: the customer replaced the battery to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.